Manufacturer narrative:
The hill-rom technician found the pendant had an open circuit causing the head to run up. Per the hill-rom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the pendant to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed was running on its own. The bed was located at the account in 4 main. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).